Manufacturer narrative:
It was reported that the ventilator did not deliver air. The customer reported a malfunction that caused a stop of ventilation during use. The evaluation of the provided logs shows that vt insp. Overrange, expiratory minute volume: low, inspiratory flow overrange, check tubing, respiratory rate: low, peep low were active during ventilation and the patient circuit test failed to measure circuit resistance during pre-use check. Our field service engineer (fse) investigated the ventilator on site and confirmed the reported failure. There is no information if any parts were replaced only that the fse tested the ventilator and it passed all safety tests, the pre-use check and is in working condition. The device was delivered to customer for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator did not deliver air. There was no patient harm. Manufacturer's ref #: (B)(4).